Event description:
It was reported during scaphoid and lunate procedure that the tips of two guide pins broke. One small tip was left in the patient with no impact to the patient. There was no delay in surgical time and the patient recovered without intervention. The two guide pins were disposed only one tip remains implanted in the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.